Event description:
It was reported that during a routine in-clinic check, myopotential oversensing was observed. Patient was asymptomatic. The oversensing was reproduced with arm movements. Programming changes were made and resolved the oversensing.

Manufacturer narrative:
(B)(4).